Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day, computed tomography (CT) revealed that filling defect noted in the distal right main pulmonary artery close to its bifurcation, extended into the right upper, middle, and lower lobar pulmonary arteries. Also noted a filling defect in the segmental/sub segmental branches of the right lung. There was possible additional filling defect in the segmental branch of the left upper lobe and in the lingula. Subsequently five days later, computed tomography (CT) showed pulmonary embolus. Approximately two months later, computed tomography (CT) revealed occlusive thrombus present within the inferior vena cava to the level of the filter, with extension inferiorly into the bilateral common iliac veins and the internal and external iliac veins. There was no thrombus superior to the filter. Sub segmental left lower lobe pulmonary artery concerns for an embolus. Therefore, the investigation is confirmed for alleged occlusion of the inferior vena cava filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.